Event description:
The customer reported the ventilator would not pass pre-operational testing. The manufacturers field service engineer confirmed the reported problem. The service engineer replaced the 3 station solenoid to address the reported problem. Applicable final testing was completed and tests passed per operating specifications. If the solenoid malfunctions as noted, it may result in a sustained safety valve open occurrence. When the safety valve remains open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display.